Manufacturer narrative:
Per technician reports, knuckle is loose where head section connects to foot section; looks like they bent the frame.

Event description:
Per technician reports, knuckle is loose where head section connects to foot section; looks like they bent the frame.

Event description:
Caller stated left side of the foot section of the frame will not latch, and the right side will not make connection.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.